Manufacturer narrative:
Other, other text: a1, b5, d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was returned. Per visual inspection, old style float switch, rusted contaminated air detector door. Thermistor was not flush with surface of socket. Per functional testing, turned power off and on, check fuse holder and performed a "wire pull test" for the power connections. The complaint was confirmed. The root cause was due to a disconnected power wire from the fuse holder. It was unknown what caused the wire to become disconnected. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Re-tighten fuse holder connection. Replaced o-rings, fan guard for preventative maintenance (pm). Replaced air detector door and float switch. Repositioned top socket thermistor to be flush with surface (of top socket) and replaced label set, due to it being worn by service. The device passed all functional and delivery tests.

Event description:
Additional information received via email. The unit was being demonstrated by the sales representative during in-service. There was no patient injury and no death. No further details provided.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was turned on then off and now would not turn back on. Patient involvement unknown.